Event description:
On (B)(6) 2025, while cas was on-site for surgery support, doctor (B)(6) reported that he had a capsule tear around the 6 o'clock area, during procedure ID #(B)(6). Doctor is requesting a review.

Manufacturer narrative:
Review of procedure ID #(B)(6) shows the laser transmission was disrupted at the 6-7 o'clock to 2 o'clock on the cap due to the patient's anatomy and a cornea condition called striae. This can possibly cause tags and an anterior tear. Reviewed capsule button removal technique, checking 4 quadrants before pulling capsule button out to ensure tags are mitigated. System functioned as designed. No further clinical follow-up required.

Event description:
On (B)(6) 2025, while cas was on-site for surgery support, doctor (B)(6) reported that he had a capsule tear around the 6 o'clock area, during procedure ID # (B)(6). Doctor is requesting a review.

Manufacturer narrative:
Review of proc ID# (B)(6) shows the laser transmission was disrupted at the 6-7 o'clock to 2 o'clock on the cap possibly causing tags and anterior tear. Reviewed capsule button removal technique, checking 4 quadrants before pulling capsule button out to ensure tags are mitigated. System functioned as designed. No further clinical follow-up required.